Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked during an unspecified process step. The nurse reported that the slide clamp caused the set to leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.